Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, this patient was being treated with three gore excluder aaa endoprostheses for an abdominal aortic aneurysm. The patient tolerated the procedure. A follow-up CT scan taken on (B) (6) 2010 revealed that the ipsilateral limb of the trunk-ipsilateral leg component had a crease in it. The patient was asymptomatic with no ischemia at this time. The physician chose to reintervene the same day, and an atrium icast covered stent was placed in the patient's left common iliac artery. Final angiography revealed that the atrium icast resolved the issue. The patient tolerated the procedure.